Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Actions taken with the dianeal therapies were not reported. On (B)(6) 2013, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin, 1g intravenously (IV), on 1st, 4th, 7th, and 14th days, injection reflin, 1g, for 14 days and injection fortum, 1g, for 14 days during night dwell (route not reported) for the peritonitis. The outcome of this peritonitis event was unknown. Per the health professional, this peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was discharged from the hospital and recovered from peritonitis.